Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported before use the bd vacutainer® cat (clot activator tube) plus blood collection tubes had missing component of product. The following information was provided by the initial reporter: the customer stated "according to the claim from our customer we got a defected product without cap¿.

Manufacturer narrative:
H.6. Investigation: no samples were provided in support of this complaint, however one (1) photograph was attached showing a tube with a missing cap. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported before use the bd vacutainer® cat (clot activator tube) plus blood collection tubes had missing component of product. The following information was provided by the initial reporter: the customer stated "according to the claim from our customer we got a defected product without cap¿.